Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms in the lv tip to ring configuration. The patient suffered from worsening congestive heart failure (chf) symptoms and was hospitalized. The configuration was changed to lv tip to can and appropriate sensing, threshold measurements, capture and in range pacing impedance measurements of 387 ohms was observed. It was unknown if the loc resulted in the worsening chf. The physician will continue monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that during device and lead replacement, the lead was tested on a pacing system analyzer (psa) and also noted high out of range pacing impedance measurements. Lead to device header connections were verified to be appropriate.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that continued high out of range pacing impedance measurements were observed. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.